Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient receiving repeated "check clamp for kink" errors during a premix cassette change on both pumps. Replacing the cassette with a new one resolved the issue, and the faulty cassette was discarded. The patient was being treated for pulmonary hypertension with c-treprostinil 1 mg/ml, manufactured by united therapeutics corp. There was a patient involvement and there were no additional adverse consequences.